Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Left. Asr xl. Reason(s) for revision: pain. Update received: 11th july 2014 - added dcgi reference number, added patient initials, added patient gender, added patient age, added hospital area: (B)(6) and added further hospital: (B)(6).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation.

Event description:
Asr revision; left; asr xl; reason(s) for revision: pain.